Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the display window and cracked case at display window corner, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 121 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.